Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received two maxcore disposable core biopsy instruments. Upon visual evaluation, both samples were received without a needle protector and without a yellow guard attached to the needle. The devices appeared to have residues and received in their initial positions. Upon functional testing both devices, to prime the top was pushed into the devices and was able to lock into place. The bottom slide was then pushed into the devices and was able to lock into the device. The devices were fully primed with no issues. The devices were further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The devices were able to prime and fire properly. All 6 samples were collected with no issue from both devices. Therefore, the investigation is unconfirmed for reported failure to fire as both devices are able to prime, fire and collect all the samples successfully. A definitive root cause for the failure to fire could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a kidney biopsy procedure using maxcore device. During the procedure, the outermost trigger cannula of the device allegedly failed to deploy, and the sample could not be analyzed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent kidney biopsy procedure using maxcore device. During the procedure, the outermost trigger cannula of the device allegedly failed to deploy, and the sample could not be analyzed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.